Manufacturer narrative:
Product analysis: the evercross dilatation catheter was received for evaluation. No ancillary devices from the procedure were received for evaluation. The evercross catheter was received with the balloon chamber exhibiting both radial and longitudinal tearing. A visual audit of the returned catheter revealed that the distal tip, distal balloon bond, and distal radiopaque marker were not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: moderate resistance was felt while passing through the previously deployed stent. No intervention required during removal. No damage to stent which balloon was passed through. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a evercross pta balloon catheter as part of a procedure on the superficial femoral artery (sfa). The left proximal, severely calcified lesion was moderately tortuous. There was 100% lesion stenosis (chronic total occlusion). The lesion length was 40 cm, where the artery was 6 mm in diameter. There was a long stented segment that was approximately 40 cm. A non-medtronic 6 fr sheath was used . There was no embolic protection used with the non-medtronic guidewire. The balloon was inflated with a non-medtronic inflation device. The IFU was followed during preparation and procedure. It was reported that the physician passed the balloon through a previously deployed stent and encountered resistance. Upon the third inflation, the balloon circumferentially/radially bursted at 10 atm. All balloon fragments were retrieved. Upon removing the device, the distal radiopaque marker had detached and remained on the wire. The wire was pulled into the sheath and the physician removed the whole sheath from the patient. The procedure was stopped and will be completed on another time. There was no reported patient injury.